Event description:
Customer reported an unexpected negative result during validation testing on the galileo. The sample had a known anti-c.

Manufacturer narrative:
A service call was made. All modules within specifications. Replaced reagent pipetting needle as a precaution. Customer tested several samples with acceptable results. System was tested and found to be operating within specifications.